Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker, the physician experienced difficulty fully inserting the right atrial (ra) lead into the header of the device. The lead was assessed through the programmer and again four hours after implant and on both occasions was working normally in both unipolar and bipolar configurations. The physician chose to leave the lead implanted as is. No further complications have been reported. No adverse patient effects were reported. This system remains implanted.